Event description:
It was reported that approximately 17 months post stent graft implant at the venous anastomosis of a left upper arm av graft, the av graft thrombosed. An 80% stenosis with associated thrombus were identified within the venous anastomosis and limb of the av graft, and at the arterial anastomosis. Mechanical thrombectomy and pta was performed throughout the entire av graft to successfully restore flow throughout the av graft circuit.

Manufacturer narrative:
The lot number has been provided. No sample is returning for eval. The investigation is currently underway.